Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the prior to implant, the device was found to be in backup vvi mode. Device was not implanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi reset mode prior to implant was confirmed in the laboratory. The device reset prior to implant was due to a parity error. Review of the device image suggests that the reset was caused by an anomalous component on the hybrid.